Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Last week the team used an uncovered stent. The stent was deployed (not fully) but wasn't in the correct position so needed to be altered, however when the team attempted to re-sheath it, it unfortunately would not retract fully. The stent had not been deployed beyond the point of no return at any stage. As the stent could not be fully re sheathed, it had to be completely removed, and a different stent was used instead. I¿ve attached a photo showing the end of the stent for reference. What was the target location? Right hepatic details of the wire guide used (diameter, type, make)? Acrobat was the zip port facing upwards and slightly curved when backloading the wire guide? No what endoscope type and channel size was used? Olympus did the patient exhibit difficult anatomy (n/a, tortuous, altered)? Wire passed without difficulty if altered please indicate the procedure type (e.g., cholodochojejunostomy) no; standard anatomy what was the length and diameter of the stricture? Perihilar 2cm was the stricture dilated before stent placement? No was an assessment carried out to determine the necessity of pre-dilation? Almost never predilate was the safety wire removed? If yes, at what point was it removed? No was an assessment carried out to determine the necessity of pre-dilation? Almost never predilate was the safety wire removed? If yes, at what point was it removed. No was resistance encountered when advancing the delivery system to the target location? (If resistance was felt how did the physician deal with the resistance encountered? Yes, but minimal. Was the yellow marker kept in view during attempted deployment? Yes was a stent previously placed at the same or adjacent location? (If yes, was the complaint stent placed in the stent that/was already in situ?) 1st stent.